Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a laparoscopic gastric band procedure, the patient complained about difficulty swallowing. An upper gastrointestinal endoscopy was performed and a stricture was noticed along with an inflammatory response. By the request of the patient, the device was explanted. When the band was explanted, there appeared to be no slippage, dilatation, etc, and the band looked normal. However, approximately 3cc of pus was found near the band. It is questionable if the patient followed the recommended dietary regimen based on the patient comments. The patient did not received any fills/adjustments while the band was implanted. The patient is doing fine and undergoing prophylactic antibiotic therapy.